Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump screen was scratched. The customer¿s blood glucose level was unknown. Customer reported that this pump the front screen are so scratched and no longer able to read it. Customer has damage to the pump. The customer was assisted with troubleshoot. Customer reported that extreme scratches and smudges on lcd and was not able to read the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.